Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a hand assisted laparoscopic sigmoid procedure, the device tore. Another device was used to complete the case. There was no consequence to the patient.